Manufacturer narrative:
(B)(4). Date sent: 12/17/2020. Additional information was requested, and the following was obtained: what is meant by patient took medicine to stop bleeding? After blood was observed in the drainage, the patient took some unknown medicine and no more blood observed in the drainage anymore. Was the characteristics of drainage more blood than serous or more serous than blood? Drainage nearly equal to blood.

Manufacturer narrative:
(B)(4). Batch # u5au31. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with two ecr60b and one gst60w reloads received. The reloads (b, c, & d) was received fully fired. The reload (e) was received fully fired the device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Although there is no direct evidence of use error, the instructions for use do contain the following caution: when positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action, improperly formed staples, and/or inability to open the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional information was requested, and the following was obtained: what color cartridges were used and the associated anatomical structures? 2 blue cartridge for gastric body, 1 blue one for the stomach and intestine, and white cartridge for ileum. Does the surgeon routinely wait 15 seconds prior to firing?---------------yes were any staple formation issues noted throughout care of patient?-----------after all staples good formation and after one minute oozing. What is the current patient status? Currently stable.

Event description:
It was reported that during the endoscopic pancreaticoduodenum. When serving the gastric body, after fired, noted that the cutting ine and staple line is good, but it happened oozing from the middle part of cutting line after a few seconds. When transecting the ileum with ec60a+ ecr60w, the same issue happened again. Used engery device to stop oozing. Two days after surgery, the patient experienced bleeding from a drainage tube placed after gastrointestinal anastomosis, bleeding volume of 500-600 ml (including other fluids in the body), the patient took medicine to stop bleeding. At the time of gastrointestinal anastomosis during the operation, the incision margin of the anastomosis was observed and no bleeding was found.